Event description:
Patient reported that the lot number and expiration date are not printed on the strip vial label. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.